Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that two cases of gastric perforation were occurred in two patients during endoscopic submucosal dissection (esd) procedures using the subject device. The perforations were safely fixed by unspecified clips. The intended procedures were completed using the subject device. There was no other injury report of the patients associated with this report. Other detailed information such as the esd devices was not provided. This is 2nd of 2 reports.

Manufacturer narrative:
Olympus medical systems corp. Reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received additional information from the user facility as follows; the location of the lesion for esd (endoscopic submucosal dissection) was anterior wall close to cardia of the stomach. The patient had very invasive lesion. The location of the lesion was difficult to treat even with the subject device that is double bending endoscope. The user facility used unspecified cannula to let out air from the stomach area. The lesion was finally removed with emr (endoscopic mucosal resection). The physician of the user facility stated that the event was not related to the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".